Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6)2024, it was reported by a sales representative via phone that an ar-2424phs suture anchor had an issue during a hip labral repair procedure on (B)(6)2024. When the surgeon implanted the anchor, one of the sutures coming out of it had been pierced through by another suture, and the knotless mechanism did not work. The surgeon removed all sutures and the anchor in one piece from the patient. Nothing broke inside the patient, and there was no patient harm. Another ar-2424phs suture anchor with the same lot number was used to complete the procedure successfully. There was a slight case delay of a couple of minutes, and no additional anesthesia was administered. The complaint device was discarded, and no pictures were taken. This occurred during use with no reported patient harm.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.